Manufacturer narrative:
This is a supplemental report to provide additional information. As a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. 22cfu total: staphylococcus aureus,enterobacteries,pseudomonas,levures the device had been manually reprocessed using peracetic acid. The subject device has not been returned to omsc but was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. Results are as follows. Instrument channel: 2cfu/endoscope, gram positive bacteria suction channel: <1cfu/endoscope air/water channel: 4cfu/endoscope, staphylocoques coagulase negative auxiliary channel: 1cfu/endoscope, gram positive bacteria omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of local service department. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.